Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress and urge incontinence, frequency, urgency, dysuria, vaginitis, rectovaginal fistula, colovaginal fistula, fever, abdominal pain, constipation and stool coming out of the vagina. No explant procedure was reported. Subsequent treatments, surgeries and/or therapies were reported.